Manufacturer narrative:
With the available information, boston scientific determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Intermittent changes in pace impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection are likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Which was suspected to be caused by electromagnetic interference (emi) from neurostimulator and another causes were discussed. The patient presented to the clinic and some testing was performed and all measurements looked good in bipolar mode, thresholds, sensing and impedance. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Which was suspected to be caused by electromagnetic interference (emi) from neurostimulator and another causes were discussed. The patient presented to the clinic and some testing was performed and all measurements looked good in bipolar mode, thresholds, sensing and impedance. Currently, this product remains in service and no adverse patient effects were reported.